Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During or before the procedure, suture tear very easily. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate h3 device analysis: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received fifteen unopened samples that pertain to the product code 8695g. As per the sampling plan, a visual inspection was performed on thirteen samples. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to fraying, breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the suture tear very easily (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: